Event description:
Event description cpi received information that the patient died from ventricular fibrillation while resting in his armchair. The therapy detail for the implantable cardioverter defibrillator (ICD) recorded a shocking lead impedance of <10 ohms on the transvenous defibrillation lead followed by a normal impedance reading and three consecutive fault code warnings indicating a possible output problem. Initial reports indicated the <10 ohm impedance reading occurred post explant. However, additional information received on the death event on august 5th, indicated the <10 ohm impedance readings occurred prior to ICD removal.